Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse proactively cleaned the precision pumps and the aspirate probes which resolved the failing system checks. No specific hardware or system malfunction was identified by the fse, therefore there is insufficient evidence of a hardware or system malfunction. Verification testing met published instrument and assay performance specifications. Sample handling may have contributed to this event; however, a definitive cause of this event is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining a non-reproducible false positive troponin I (access accutni+3) result generated from the laboratory's unicel dxi 600 immunoassay system (serial number (B)(4)) for a sample from one (1) patient. On (B)(6) 2016, an initial access accutni+3 result of 0.94 ng/ml was generated. The patient's sample was repeated three (3) times on the same unicel dxi 600 immunoassay system (serial number (B)(4)) and results of 0.00 ng/ml were generated. The sample was also repeated on the laboratory's alternate unicel dxi system (serial number not supplied) and a result of 0.00 ng/ml was obtained. There were no reports of patient injury or change to patient treatment associated with this event. System parameters including calibrations, quality control (qc) and system checks were within assay/instrument specifications. System checks performed after this event were failing specifications. The patient's sample was a full draw collected in lithium heparin plasma tubes. The sample was not hemolyzed, lipemic or icteric. The sample was centrifuged at 3,000 revolutions per minute (rpm) for six (6) minutes at room temperature. The sample was stored refrigerated. The sample was pulled out of storage after three days and white precipitate was observed by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.